Event description:
After portrait treatment the patient developed swelling around the eyes and a bee sized stye on the lower lid. Patient was prescribed bactrim and the stye resolved. Patient later developed folliculitis which was treated with altabax topical antibiotic and the condition resolved quickly.

Manufacturer narrative:
The warning includes the risk of infection after the procedure.